Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital reported that the trauma team is doing a pelvic orif for the second case. Upon putting the screws, the drill bit tip about 2 cm in length was broken and was embedded into the bone. The surgical team could not take the tip out because it was already stuck into the bone. The team confirmed that they were happy to proceed and finish the operation. This complaint involves one (1) device drill bit ø2.5 qc l240 calibration 150. This is report 1 of 1 for complaint (B)(4).